Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported chest pain while an align product was being used.

Event description:
The patient reported symptoms of headaches and chest pain. The patient reported visiting a psychologist to alleviate the reported symptoms. The patient reported being prescribed compound promethazine (antiemetic and antihistamine) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2019 and the patient is currently getting better.